Event description:
Physician reported right implant "rupture", "collapsed implant shell with peri-implant free fluid" and "swelling". Device has been explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h.6.

Event description:
Physician reported right implant "rupture", "collapsed implant shell with peri-implant free fluid" and "swelling". Device has been explanted.